Manufacturer narrative:
The button response could not be tested due to a blank screen. The insulin pump was received with moisture damage to the electronic stack and motor. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent called and reported that the customer's insulin pump was taken into a pool and stopped working. The customer's blood glucose value was not known. The insulin pump was not functional as keypad became unresponsive after exposure to water. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the insulin pump would be replaced and agreed upon that the product would be returned for analysis.